Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was removed from storage in preparation for implant, and testing of sensing and impedances was performed. Left ventricular (lv) lead output was set to 5v @ 0.4 ms auto, and non-capture was observed. Lv output was reprogrammed to 3v @ 0.4 ms fixed, and manual threshold testing revealed a threshold measurement below 1 v. There were no lead alert or warnings observed. The lv lead was then programmed back to auto, with no further issues. Technical services (ts) recommended noted that investigation. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was removed from storage in preparation for implant, and testing of sensing and impedances was performed. Left ventricular (lv) lead output was set to 5v @ 0.4 ms auto, and non-capture was observed. Lv output was reprogrammed to 3v @ 0.4 ms fixed, and manual threshold testing revealed a threshold measurement below 1 v. There were no lead alert or warnings observed. The lv lead was then programmed back to auto, with no further issues. Technical services (ts) recommended noted that investigation. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that after successful crt-d implant, outputs were programmed to autothresholds when the device was connected to the leads. The lv lead was programmed to a bipolar configuration in a tested vector with a threshold measurement less than 1v @ 0.4ms. Lv non-capture was observed prior to running the left ventricular auto-threshold (lvat) test with an output of 5v @ 0.4ms, however a manual threshold test in th same vector obtained a measurement less than 1v @ 0.4ms. Lv output was then programmed to 3v @ 0.4ms fixed, and capture was confirmed. A subsequent lvat was successful, and output was switched back to lvat. This crt-d remains in service. No adverse patient effects were reported.